Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204/damaged cable) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to an open yellow (pgnd) wire in the trunk cable. Additionally, the cable connecting the distribution node (dn) was pulled from strain relief and the trunk cable was damaged. The root cause for the open wire and strained cable was excessive force. No adverse event resulted from the open wire.

Event description:
A us distributor returned a patient's electrode belt and reported that the electrode belt had damaged cable and the electrode belt was causing a service code 204 (belt unusable).